Event description:
An infusion pump that turned itself on spontaneously during biomed testing. The hospital rep stated they have no record of any pt incident since the last baxter service event. Although attempts were made by baxter, additional contact info was not available.